Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Event description:
It was reported that the patient underwent prior fusion surgery in 2009. Patient woke up on [unknown date] in the worst pain. Patient had a large lump left side. Patient instructed to go to the emergency room. Patient had a blood clot. Patient was scheduled for emergency surgery. "[Patient] didn't know until the next day it was surgery. First had failed and had put metal in [patient's] back." The patient underwent unspecified spinal surgery using rhbmp-2/acs the following year. Reportedly, the patient has "problems-including pain, mental anguish, the need for a revision surgery, as well as physical limitations."

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
Conflicting information has been received regarding implant date. The attorney alleged the implant date was (B)(6) 2010; the patient reported via voluntary medwatch report that the implant date was (B)(6) 2010. Neither the patient's medical records nor information from healthcare professional have been provided. Without additional information we are not able to determine / confirm the correct implant date at this time. (B)(4).